Event description:
It was reported the trail procedure went relatively smooth, although the doctor did make two attempts to place the leads. Immediately post operatively, the pt had an excruciating, painful headache. It was reported the pt was placed supine and given fentanyl. When the pt was well enough to go home it was reportedly recommended to self treat with caffeine. It was also reported the trial continued with good stimulation coverage and only a mile headache at times.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.